Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that and the battery cap was damaged and the cartridge compartment were both damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: on investigation, the pump was intact and without damage. The cartridge cap that was returned for investigation was also intact and without damage and was able to properly attach to the pump. Investigation did not confirm the complaint.